Event description:
Patient had a right intertrochanteris femur fracture a few years ago as a result of a fall. Subsequently he had increased pain. A CT of the hip revealed a non-union of the fracture and avascular necrosis. Patient opted for removal.